Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 3.5, lab: 1.9. Time between tests: mins. Pt's therapeutic range: not provided. Caller is reporting that two technicians are getting discrepant high results occurring over 8-10 pts over two lots and two meters. Issues started 4 weeks ago and customer no longer has previous lot number. Customer only has results from one pt using the current lot. Customer cannot provide serial numbers.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.5, reference: 1.9, mean: 2.70, confidence limits: 1.7-3.8. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, customer was wiping the first drop and applying the second drip to the test strip. Per user guide, pt sample is advised to be applied immediately following fingerstick puncture. Customer was also milking pt's finger. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Improper sampling technique cannot be ruled out as a potential cause for the unexpected inr results. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.